Event description:
It was reported that a new user of the ilet experienced recurrent hypoglycemia with sensor or meter readings of 43 mg/dl, 55 mg/dl, and 67 mg/dl on consecutive days, each corrected by the user, while receiving troubleshooting and education on early-use glycemic variability, site-change indicators, and standard hypoglycemia treatment. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution of each episode with self-treatment, with glucose in range at the time of the call. Investigation included troubleshooting and user education by support. Investigation of this case revealed no device alarms requiring restart or unresolved malfunction and no confirmed device component failure, with the pattern consistent with early algorithm adaptation and user acclimation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.